Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplement report on this even to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all icons (charge-pak, attention and service wrench) in the readiness display. They also reported that the device did not give any voice prompts. During device evaluation, physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl10 and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.